Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked approximately 64.0 cm from the hub and ovalized on its distal tip. Conclusions: evaluation of the returned device revealed the distal tip of the lantern was ovalized. This damage may have occurred due to forceful manipulation of the lantern during navigation of patient anatomy. This damage may be more likely to occur if the lantern is advanced without the use of a guidewire. The ovalization likely contributed to the inability to advance the ruby coils during the procedure. Further evaluation revealed the lantern was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The ruby coils mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00586, 3005168196-2018-00587, 3005168196-2018-00588.

Event description:
The patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, the physician advanced a lantern delivery microcatheter (lantern) and manipulated the lantern without using a guidewire. The physician then was unable to advance three ruby coils past the distal end of the lantern and into the patient, and therefore the ruby coils were removed. The procedure was completed using additional coils and the same lantern. After the procedure was successfully completed and the lantern was removed, the hospital staff found that the lantern was kinked. There was no report of an adverse effect to the patient.